Manufacturer narrative:
The device remains implanted, therefore analysis has not been completed. If the device is explanted, returned, and analysis completed a updated supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of behaving in a manor consistent with a premature battery depletion (pbd). The physician reported the estimated battery longevity at the post-op appointment on (B)(6) 2022 was 7 years remaining. During a recent routine follow-up appointment on (B)(6) 2022, the estimated battery longevity is 5 years remaining. The physician has requested a disk analysis of the device, be sent to the engineers, for review battery operation. New information was provided, a technical service consultant confirmed engineering analysis shows device is depleting in a gradual fashion. Ts provided recommendations to replace the device in approximately 90 days. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore analysis has not been completed. If the device is explanted, returned, and analysis completed a updated supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of behaving in a manor consistent with a premature battery depletion (pbd). The physician reported the estimated battery longevity at the post op appointment on 07apr2022 was 7 years remaining. During a recent routine follow up appointment on 09sep2022, the estimated battery longevity is 5 years remaining. The physician has requested a disk analysis of the device, be sent to the engineers, for review battery operation. A technical service consultant confirmed engineering analysis shows device is depleting in a increased gradual fashion. Ts provided recommendations to replace the device in approximately 90 days. The device remains implanted. No adverse patient effects were reported. New information was received that this patient is deceased. The cause of death was reported as unrelated to device operation, patient condition. The device remains implanted and will not be returned for analysis.